Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the pt had a knee pain and a unstable feeling on her replaced knee. Therefore, the surgeon performed a revision tka on may 13th. The surgeon could remove the femoral component with his hand without any struggles."